Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: runthroughns, fielderfc. Guide cath: heartrail 6fr jl4 other: corsair. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified and 90% stenosed posterior lateral artery. Pre-dilatation was performed with a 1.5 x 15 mm and 2.0 x 15 mm non-abbott balloon catheters. A 2.25 x 12 mm xience prime stent delivery system (sds) could not cross the lesion due to the anatomy. Additional pre-dilatation was performed with a 2.0 x 15 mm non abbott balloon catheter and the two guide wire technique was performed; however, the sds still could not cross the lesion. While applying pressure in the attempt to cross the lesion, the proximal shaft kinked and during withdrawal there was resistance with the anatomy. The procedure was completed at this time. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.